Event description:
It was reported that during an angioplasty treatment procedure, a guide wire tip fracture occurred. The physician was treating a 95% stenosed lesion located in the non-tortuous and severely calcified superior mesenteric artery. This 014 thruway 300cm guide wire was advanced to the lesion and resistance was encountered while crossing the lesion due to the calcification. The lesion was dilated with a balloon catheter and as the guide wire was being withdrawn, it was noticed that approximately 5cm of the guide wire tip was absent. The guide wire tip fractured in the aorta and embolized to the aortic bifurcation where it was successfully removed with a snare. The procedure was completed at this point. There were no further reported patient complications. The patient status is listed as "ok".

Manufacturer narrative:
(B) (4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).